Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair had a pair of interstate batteries in it and the dealer had to pry the the wiring harnesses apart because either the batteries or the chair got so hot that the harnesses were stuck together. Wires and fuse were good it was the cover that the wiring harness attach to that was warped.